Event description:
It was reported that the patient experienced an erosion with his artificial urinary sphincter (aus) device, so the cuff was removed on (B)(6) 2021. Six months later, the patient underwent a reimplant procedure in which the balloon and pump were noted to be tied off. The plug was found to be missing, so the physician decided to remove and replace all components.